Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator failed to discharge using the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The one step pediatric CPR electrodes were returned to zoll for evaluation. Inspection of the electrodes observed that the high voltage wire for the apex pad was disconnected. Investigation determined the wire was severed outside typical use either during the event or when the packaging was opened. The electrodes were scrapped and replacements were sent to the customer. Analysis for reports of this type has not identified an increase in trend.